Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2.5 months after the dental implant and hybrid prosthetic were placed in ada site 20 in the mouth, the implant did not integrate in type ii bone. The site was grafted and the lower prosthesis was seated. An implant was then placed in ada site 21. The product will be forwarded to the manufacturer for investigation. Occlusal overload has occurred. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and hybrid prosthetic were placed in ada site 20 in the mouth, the implant did not integrate in type ii bone. The site was grafted and the lower prosthesis was seated. An implant was then placed in ada site 21. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.